Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly, the pump was exposed to moisture, the customer received a pump error 45 (the source of an external interrupt could not be determined), and the customer received a pump error 65 (rf processor failed self-test. This is called at power-on reset, during 10:01 am testing, and during self-test). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed but the issue was not resolved also the customer was not able to clear the alarms. Advised to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Successfully downloaded history files and traces using thump. The pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. However, pump received with pump error 68, pump error 49 and pump error 23 alarm after battery change, pump error 75 alarm during self test and high sleep current measurement during testing. No stuck button alarm, pump error 45 or 65 alarm during testing and in the pump history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, internal battery, keypad flex tail and motor assembly. No moisture damage on the pcba 2, keypad dome switches, keypad traces and battery compartment noted. Swapping out test boards confirms pump error 68, pump error 49, pump error 23, pump error 75 alarm during self test and high sleep current measurement is isolated to pcba 1. In further analysis in the pump history found multiple pump error 68 alarm on 03/04/2025 from 05:25:03.000 until 10:07:03.000, multiple pump error 49 alarm on 03/04/2025 from 05:25:03.000 until 10:07:30.000, pump error 53 alarm on 03/03/2025 at 16:28:29.000, multiple pump error 23 alarm on 03/04/2025 from 05:45:36.000 until 10:01:15.000, multiple pump error 25 alarm on 03/04/2025 at 00:00:00.000, 03:58:00.000 and 04:00:08.000 and pump error 4 alarm on 03/04/2025 at 10:00:43.000. The sc1 cap locks properly into the reservoir compartment. Pump received with missing keypad overlay and scratched case. Pump error 68, pump error 49, pump error 23, pump error 4, pump error 53, pump error 25 alarm confirmed in the pump history, pump error 75 alarm during self test and high sleep current measurement due to moisture damage on the pcba 1. Pump expose to moisture damage confirmed. Stuck button alarm, pump error 45 and 65 alarm not confirmed in the pump history or during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.